Event description:
It was reported that an infusor lv5 leaked into the pouch. Crystalized saline and fluorouracil were observed on the outside of the bottle. There was patient involvement; however, there was not patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual inspection and functional leak testing were performed on the sample. However, the reported condition could not be confirmed, as the sample functioned as intended. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.